Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and could not duplicate the reported condition. The se reported that after testing the ventilator was generating an inoperable error message. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a graphic user interface (gui) error message. The ventilator was not in use on a patient at the time the event occurred.